Manufacturer narrative:
The driver was released to the MFR for eval and rec'd on 9/20/04. The driver was tested and operated properly during standard eval. Console started properly, the pressure and vacuum gauges were operational, and the keyboard responded when buttons were pressed. The MFR is in the process of clarifying the event with the facility. No further info is available at this time.

Event description:
In2004, the center reported to the MFR that a dual drive console (ddc) supporting a bi-ventricular assist device (bi-vad) pt stopped pumping. The center stated that both modules stopped pumping and the displays were locked-up; every button was, pressed, but the unit did not respond with a beep or a change of setting on the display. The hosp does not recall hearing any alarms and did not see the async or the volume button leds lit on the modules. The driver's compressors were on, but the analog guages were not moving. When they moved the driver after the pt had been swapped off to a back-up, the driver seemed to be functioning correctly. The hosp's user facility report was rec'd by the MFR on 09/28/2004. The user facility report description described the event as the lvad channel locked up making the buttons and controls non-functional.